Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit will be replaced once patient returns from traveling. There were no adverse consequences reported by the patient.